Manufacturer narrative:
(B)(4).

Event description:
It was reported that the stimulation was toggling on and off when the pt was near a magnet. The pt was also not getting therapeutic effect in his feet and legs like he previously did. Since the pt removed the cb radio from his vehicle, the interference had been reduced. No pt treatment or outcome was reported. Additional info has been requested, but was not available as of the date of this report.